Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A health professional reported flap thickness is much thinner then the setting and cannot be lifted as normal following corneal flap creation of the right eye. The surgeon removed the flap and switched to photorefractive keratectomy (prk). Additional information received indicating the patients vision is good.